Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastroplasty procedure, while using the device on the small intestine, the surgeon was able to press the green button but could not squeeze the handle. The device could not be fired. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.